Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he fell down on an embankment and the insulin pump was damaged. The insulin pump did not show any signs of physical damage. The customer attempted to rewind the insulin pump but he received a motor error alarm. The customer was unable to complete the rewind sequence. Customer's blood glucose level was 101 mg/dl. Customer discontinued the use of the device and reverted to a backup plan. The device was not returned.